Event description:
In 2008, at 4:20pm, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter had segments missing issue. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain/verify additional information. The patient tests his blood glucose at least four times a day and manages his diabetes with oral medications. He currently takes 5 units of actos, lantus, and novolog. The patient does not remember when the product issue first occurred; however, he reportedly did not make any changes to his diabetes management. The patient claimed that he did not develop any symptoms but reported a blood glucose result of "299 mg/dl" on a doctor's meter on the same day at 10:00am. The patient was reportedly given an unspecified dose of novolog as treatment from his healthcare professional. It was unknown whether the doctor's visit was a regular visit or for other unspecified reasons. It was also unknown whether the patient was still able to see his readings after the alleged issue. This was not a new out of box product and the interface cable was not attached. This complaint is being reported due to the following conclusions: although the patient was reportedly asymptomatic, the patient's treatment from the hcp is indicative of possible hyperglycemia. The segments missing issue was unresolved with troubleshooting and the patient's products have been replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.